Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review shield does not detach as intended and needle hub separates due to unknown lot number. H3 other text : see h.10

Event description:
It was reported that 2 unspecified bd¿ syringes had issues with the hub separating and the needle tip remaining stuck in the stopper. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have been an insulin dependent diabetic since 1974, currently I use your 3/10 8mm 31g syringes, short needle. I started a new box and unfortunately in a bag of 10 syringes I have 8 that have a problem with the stopper and the needle. The stopper is too tight, when I take it off the needle tip is stuck in the stopper. The other 2 syringes I managed to remove the stopper but the needle was crooked. So I couldn't use a full bag. So I open a new bag and the same problem with the caps too tight and the needle getting stuck in the cap, for 5 syringes."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd¿ syringes had issues with the hub separating and the needle tip remaining stuck in the stopper. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have been an insulin dependent diabetic since 1974, currently I use your 3/10 8mm 31g syringes, short needle. I started a new box and unfortunately in a bag of 10 syringes I have 8 that have a problem with the stopper and the needle. The stopper is too tight, when I take it off the needle tip is stuck in the stopper. The other 2 syringes I managed to remove the stopper but the needle was crooked. So I couldn't use a full bag. So I open a new bag and the same problem with the caps too tight and the needle getting stuck in the cap, for 5 syringes."